Event description:
It was reported that the programmer radio frequency head would not interrogate all the time. The user further reported placing a pencil beneath the connector and this corrected the issue. The programmer was to be returned for service. There were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.